Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported while using unspecified bd venflon catheter the needle broke inside patient's vein. The following information was provided by the initial reporter: on assessing the cannula in a patient, it was found that part of the cannula had broken off and remains inside patient's vein. Datix completed, doctors informed as patient requires specialty input now. X-ray done to confirm location of cannula.

Event description:
It was reported while using unspecified bd venflon catheter the needle broke inside patient's vein. The following information was provided by the initial reporter: on assessing the cannula in a patient, it was found that part of the cannula had broken off and remains inside patient's vein. Datix completed, doctors informed as patient requires specialty input now. X-ray done to confirm location of cannula.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.